Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found that the entire length of the stent is damaged, and it is stretched distally over the tip. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and the proximal balloon cone appears to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 2.25x12mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.25x16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.